Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced arrythmia during impella 5.5 support. Actions taken are unknown. The patient continued on support until the device was successfully weaned. The patients condition was noted to be stable.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-26562. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26562 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26562.